Event description:
A home patient's (hp) father contacted baxter's technical service center twice in 2003 regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of the automated peritoneal dialysis therapies. Reportedly, for each incident, the hp/hp's father had left the clamp on the patient line of the homechoice set closed during the prime cycle. A patient extension set was also attached to the patient line. For both incidents. Baxter's technical service center assisted the hp's father in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the hp's nurse.